Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a bilateral attune total knee. The right patella was resurfaced and unknown cement was utilized. Only partial primary note was illegible. There were no indicated intra-operative complications. The patient underwent a right knee revision to address tibial tray loosening at the cement to implant interface. The surgeon noted the removal of a large anterolateral cyst that went distally for about 3 to 3.5 cm. The tibial tray and tibial insert were revised. The patellar and femoral components were retained. The patient was revised with depuy attune revision components and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 20215, dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.